Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate (B)(6) - (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 20.5 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2018. It was later explanted on (B)(6) 2018, due to unexpected postop refraction. Reportedly, the patient is doing good. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on 10/1/2018. Device returned to manufacturer: yes. Visual inspection of the returned sample shows the lens is cut in pieces and only one piece was returned for evaluation, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Based on the visual evaluation of the returned unit it could not be determined that the cause of the issue reported is related to the manufacturing process. The customer's reported complaint could not be confirmed. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A search of complaints revealed no other complaints have been received for this production order number. The labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.